Manufacturer narrative:
The device was serviced on site by a baxter qualified technician. The qualified technician checked both the log file and the actual machine and found the effluent, dialysate and replacement scales all reading at +10mmhg. The scales were calibrated as a result and no further alarms or issues were found. A short simulated therapy was successfully performed. The reported condition was verified. The cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapy with a prismax device, air was observed in the deaeration chamber was and the filter was observed to be clotted. The event resulted in the filter being changed four times in one shift. There was no patient injury or medical intervention associated with this event. No additional information is available.